Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More information, affected device as well as patient information must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
As reported: "gamma nail broke."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma nail broke."

Manufacturer narrative:
Please note correction/update to section a (patient information) and d6a and d6b (date of implant/explant).

Event description:
As reported: "gamma nail broke."